Event description:
Customer reported that their acuity had a hard disk drive (hdd) failure, they attempted to run the fsck, but it failed to complete and reboot the system. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
Welch allyn field service confirmed the hard disk drive (hdd) failure. Welch allyn field service replaced the hdd and software and system files were reloaded. Testing was performed and was passed. The device was returned to clinical use. Hard disk drives are off-the-shelf sub-components made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure.